Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for the additional lot number is as follows: medical device lot #: 5280463; medical device expiration date: 01/31/2017; returned to manufacturer on: 03/24/2016; device manufacture date: 10/07/2015. " bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® z (no additive) plus urine tube had issues with under filling.